Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had detected an episode of supra ventricular tachycardia (svt) and withheld therapy but the rhythm was suspected to be ventricular tachycardia (vt) and the therapy was inappropriately withheld. The ICD remains in use. No further patient complications have been reported as a result of this event.